Event description:
During operative procedure, while using a 3mm boss kerrison, the screw from this instrument fell out onto the sterile field. (Did not fall in wound). Instrument and screw removed from sterile field and given to materials coordinator. X-ray taken and read as negative by physician. No injury to patient.